Event description:
It was reported that the venflon pro safety 22ga 0.9mm od 25mm l experienced leakage from the injection port which was noted during use. The following information was provided by the initial reporter, translated from dutch to english: verbatim: please enclose a complaint with regard to the venflon: the internal valve has been shifted so that it no longer functions optimally. When injecting medication at the injection port (top flap, blue cap), the medication goes towards the infusion (instead of the patient). When inspecting the catheter you can see that the gray valve in the catheter has been pushed back/shifted.

Manufacturer narrative:
H.6. Investigation summary: two photos were received by our quality team for evaluation. Upon visual inspection, it was observed that one of the cannula hubs had it's valve moved towards the cannula hub luer; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub which was observed in the photo. A trend for the moving injection valve has been observed for this product line. CAPA 1379444 has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. Customer complaint trends will also continue to be evaluated on a monthly basis.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the venflon pro safety 22ga 0.9mm od 25mm l experienced leakage from the injection port which was noted during use. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: please enclose a complaint with regard to the venflon: the internal valve has been shifted so that it no longer functions optimally. When injecting medication at the injection port (top flap, blue cap), the medication goes towards the infusion (instead of the patient). When inspecting the catheter you can see that the gray valve in the catheter has been pushed back/shifted.